Manufacturer narrative:
D10: device available for eval yes. D10: returned to manufacturer on: 2020-12-10. H6: investigation summary: bd received 361 samples were returned from the customer facility to be evaluated. 1 photo was returned from the customer facility for evaluation of the incident. The samples do not show the customer¿s failure mode and the photo does show the defect as ¿lip out¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced tube extenders with molding defects that can be used. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated they "received vacutainers with molding issues. Lip on the tubes are defective and have a dip in the plastic. Looks as though something cylindrical and hot leaned against the lip during manufacturing. Roughly half of the vials in the first box were defective like this and due to the testing system they use, they cannot risk additional issues with the other 5 boxes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced tube extenders with molding defects that can be used. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated they "received vacutainers with molding issues. Lip on the tubes are defective and have a dip in the plastic. Looks as though something cylindrical and hot leaned against the lip during manufacturing. Roughly half of the vials in the first box were defective like this and due to the testing system they use, they cannot risk additional issues with the other 5 boxes."